Event description:
A hospital reported that an mr290 autofeed humidification chamber overfilled, the shutoff floats failed. This allowed water to fill up into the pt circuit. The infant pt reportedly de-saturated and went into bradycardia.

Manufacturer narrative:
An assessment was made on the event description adn previous investigations. Results- our records indicate that this is the only complaint of this nature for the given lot number. Conclusions- based on similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. The malfunction reported was most likely related to user handling and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approx 0.001% for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.